Event description:
Patient reported that their one touch profile meter kept testing outside the calibration range. The check strip test kept failing low. This issue was not resolved with troubleshooting. Patient visited their doctor since their readings were high and their doctor increased their insulin up to 20 units. No further clinical information was provided.